Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) was displayed as "high" mg/dl on the continuous glucose monitor; specific value was not provided. The customer delivered a correction bolus to address the bg. The customer continued to use the pump for insulin therapy.